Event description:
The product was evaluated. An exterior visual inspection was performed and failed due to cracked lcd screen. Pictures were taken. A receiver charge test was performed and passed. A receiver boot test was performed and failed due to lcd damage. Functional tests were performed and failed the lcd, buttons, and display pattern tests. A touch screen manual test was performed and failed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be a damaged lcd screen. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.